Manufacturer narrative:
The stop (idle) current and run current measurement tests are within specification. Unit also passed self test and off no power alarm test. Unit was received with a broken off end cap. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test and a21 error test due to broken off end cap. Unable to verify drive/motor anomaly or verify unexpected pump reset during prime/fill due to broken off end cap. The motor was tested outside of the unit and passed. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the insulin pump would reset during prime/fill process. Blood glucose level at the time of the incident was 317 mg/dl. It was reported that the drive support cap was normal and was able to rewind the device. The product was returned for analysis.

Manufacturer narrative:
Corrected date in date received by MFR.

Manufacturer narrative:
.

Manufacturer narrative:
.